Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on (B)(6) 2024 at 11:25:12 in which the motor start parameters were atypical. Log file analysis also revealed a controller power up with an associated pump start event logged on (B)(6) 2024 at 01:21:08, indicating a loss of power to the controller. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2024. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power up event occurred during a controller exchange. Log file analysis also revealed four (4) vad disconnect alarms, indicating that the controller was powered up without the driveline connected, logged on (B)(6) 2024 at 00:08:11, 00:09:19, 01:19:02, and 01:20:06. As a result, the reported events were confirmed. The most likely root cause of the loss of power to the controller can be attributed to a controller exchange. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the most likely root cause of the vad disconnects can be attributed to powering up the controller without the driveline connected, likely in preparation for the reported controller exchange. Additional product: product ID 1420-controller / serial # (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-dec-2019 / serial#: (B)(6) d9: no h3: no h4: mfg date: 03-dec-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log file data revealed motor start event(s) with parameters outside of the typical range. It was also reported that the controller exhibited an unexpected power loss and ventricular assist device (vad) disconnect alarms.  No patient symptoms or complications were associated with this event.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) ((B)(6)) and the controller ((B)(6)) were not returned for ev aluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on 2024 at 01:21:17 in which the motor start parameters were atypical. Log file analysis also revealed a controller power up with an associated pump start event logged on (B)(6) 2024 at 01:21:08, indicating a loss of power to the controller. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2024. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power up event occurred during a controller exchange. Log file analysis also revealed four (4) vad disconnect alarms, indicating that the controller was powered up without the driveline connected, logged on (B)(6) 2024 at 00:08:11, 00:09:19, 01:19:02, and 01:20:06. As a result, the reported events were confirmed. The most likely root cause of the loss of power to the controller can be attributed to a controller exchange. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the most likely root cause of the vad disconnects can be attributed to powering up the controller without the driveline connected, likely in preparation for the reported controller exchange. Additional products: d1: controller d4: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.